Event description:
A home pt contacted baxter's technical svc ctr for assistance regarding the notation of fluid on the floor in front of the homechoice machine. Reportedly, no moisture was noted under any of the solution bags, nor was there moisture noted directly under the door of the homechoice machine. However, fluid was noted inside the door of the homechoice machine and on the floor. Outlet port clamps were used during connection of spike/port interfaces and the homechoice set was not being reused. No animals had access to the dialysis supplies at any point prior to or during therapy. No sharp utensils were used to open the carton or overpouch of the homechoice set. Baxter's technical svc ctr assisted the home pt in ending therapy early. Therapy was completed by starting over, per baxter. Additionally, no pt injury or medical intervention was associated with this incident.